Event description:
Event description guidant received information that this implantable transvenous defibrillation lead had a loss of capture. The physician attempted to reposition the lead and was unable. The lead was inspected after explant and the helix function was checked and found to be abnormal. Another guidant defibrillation lead was subsequently implanted. The lead was returned to guidant for analysis.